Event description:
It was reported that a cartridge alarm occurred. The customer reloaded the original cartridge and continued to use pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.